Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys estradiol iii assay results for one patient. On (B)(6) 2018, the result from sample 1 was 484 pg/ml. On (B)(6) 2018, the result from sample 2 was 1299 pg/ml. On (B)(6) 2018, sample 3 was automatically diluted because the customer expected the result to be higher than 1299 pg/ml. The result with a 1:2 dilution was 600.7 pg/ml. The repeat result with a 1:2 dilution was 791.7 pg/ml. The repeat result with no dilution was 932.4 pg/ml. The application specialist repeated the samples on (B)(6) 2018. Sample 2 results were 1264, 1283, and 1320 pg/ml. Sample 3 results were 903.3, 922.6, and 875.2 pg/ml. With a 1:2 dilution, the results were 621.3, 654.7, and 656.3 pg/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 25257801 with an expiration date of 31-jul-2018. The investigation was unable to find a definitive root cause. A general reagent issue could be excluded as the provided qc data was acceptable. It was noted the customer was using diluent onboard the instrument more than a month longer than is recommended in product labeling. Also, the customer was using a 1:2 dilution instead of the 1:10 dilution as stated in product labeling.

Manufacturer narrative:
The customer repeated sample 3 from the patient using new a bottle of diluent. The results with a 1:2 dilution were 729.7 pg/ml and 761.6 pg/ml. On (B)(6) 2018, the customer received questionable result for one additional patient sample (patient 2). The initial result was > 3000 pg/ml. The result with a 1:5 dilution was 3654 pg/ml and with a 1:2 dilution was 5378 pg/ml. The result of 5378 pg/ml was reported outside of the laboratory. The patient was not adversely affected. The reagent lot number was 284592. The expiration date was requested but was not provided.

Manufacturer narrative:
Product labeling recommends a 1:10 dilution for samples with results within the measuring range, not 1:2 as was used by the customer.